Event description:
Bayer case number: (B)(4). Gynaecological pain [pelvic pain female] chronic fatigue (never normal) syndrome [chronic fatigue syndrome] burnout [burnout syndrome] increased anxiety [anxiety aggravated] cognitive disorders [cognitive disorders] loss of short-term memory, [short-term memory loss] concentration difficulties [concentration impairment] learning difficulties [learning difficulty] sleep difficulties [difficulty sleeping] background of chronic inflammation [inflammation] muscle and joint pain [arthromyalgia] flashes of inflammatory pain [pain inflammation activated] tinnitus [tinnitus] sudden onset of gluten intolerance [gluten intolerance]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("gynaecological pain") in a 42-year-old female patient who had essure inserted (lot no. C51350) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), chronic fatigue syndrome ("chronic fatigue (never normal) syndrome"), burnout syndrome ("burnout"), anxiety ("increased anxiety"), cognitive disorder ("cognitive disorders"), amnesia ("loss of short-term memory,"), disturbance in attention ("concentration difficulties"), learning disorder ("learning difficulties"), insomnia ("sleep difficulties"), inflammation ("background of chronic inflammation"), arthralgia ("muscle and joint pain"), inflammatory pain ("flashes of inflammatory pain"), tinnitus ("tinnitus") and gluten sensitivity ("sudden onset of gluten intolerance"). At the time of the report, the chronic fatigue syndrome, insomnia and inflammation had not resolved. The outcomes for pelvic pain, burnout syndrome, anxiety, cognitive disorder, amnesia, disturbance in attention, arthralgia, inflammatory pain, tinnitus and gluten sensitivity were unknown. No causality assessment was received for essure with regard to chronic fatigue syndrome, burnout syndrome, anxiety, cognitive disorder, amnesia, disturbance in attention, learning disorder, insomnia, inflammation, arthralgia, inflammatory pain, tinnitus, pelvic pain or gluten sensitivity. The reporter commented: period of occurrence: from 2015 to the present, progressively and increasingly worse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) gynaecological pain [pelvic pain female] , chronic fatigue (never normal) syndrome [chronic fatigue syndrome] , burnout [burnout syndrome], increased anxiety [anxiety aggravated], cognitive disorders [cognitive disorders], loss of short-term memory, [short-term memory loss] , concentration difficulties [concentration impairment], learning difficulties [learning difficulty] , sleep difficulties [difficulty sleeping] , background of chronic inflammation [inflammation], muscle and joint pain [arthromyalgia] , flashes of inflammatory pain [pain inflammation activated], tinnitus [tinnitus] , sudden onset of gluten intolerance [gluten intolerance] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-may-2025. The most recent information was received on 29-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("gynaecological pain") in a 42- year-old female patient who had essure inserted (lot no. C51350) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), chronic fatigue syndrome ("chronic fatigue (never normal) syndrome"), burnout syndrome ("burnout"), anxiety ("increased anxiety"), cognitive disorder ("cognitive disorders"), amnesia ("loss of short-term memory,"), disturbance in attention ("concentration difficulties"), learning disorder ("learning difficulties"), insomnia ("sleep difficulties"), inflammation ("background of chronic inflammation"), arthralgia ("muscle and joint pain"), inflammatory pain ("flashes of inflammatory pain"), tinnitus ("tinnitus") and gluten sensitivity ("sudden onset of gluten intolerance"). At the time of the report, the pelvic pain, chronic fatigue syndrome, burnout syndrome, anxiety, cognitive disorder, amnesia, disturbance in attention, insomnia, inflammation, arthralgia, tinnitus and gluten sensitivity had not resolved. The outcome of inflammatory pain was unknown. No causality assessment was received for essure with regard to chronic fatigue syndrome, burnout syndrome, anxiety, cognitive disorder, amnesia, disturbance in attention, learning disorder, insomnia, inflammation, arthralgia, inflammatory pain, tinnitus, pelvic pain or gluten sensitivity. The reporter commented: period of occurrence: from 2015 to the present, progressively and increasingly worse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Batch number c51350, expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-may-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.